Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of event is japan. H3: product analysis of part# 9560524, lot# my22l001, during the inspection at the time of acceptance, deformation of the thread of the handle screw was observed. The parts will be replaced, and the device will be disassembled, cleaned, lubricated and adjusted. Service has not been performed pending customer order. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding a flex arm used in an unknown spinal therapy. It was reported that the flex arm does not tighten (loose). It was unknown if there was a patient involved in the event. No further complications were reported / anticipated.